Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 46 mg/dl. The event involved products mmt-1884, mmt-7040a, mmt-441ag and mmt-342g. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 46 mg/dl and sensor glucose value was 289 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 243 mg/dl and it was beyond 30% limit. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-441ag. No product return is required for mmt-342g.